Event description:
Additional information was received that patient was replacement due to battery depletion. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Patient settings inadvertently not included on supplemental MDR #1

Event description:
Additional information was received that explanted device was discarded. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient was sick at the time of event, and mom did not know if he was taking his medication. No additional relevant information has been received to date.

Event description:
It was reported that the patient had been identified for battery change and it was noted that after this the patient had a bad seizure. The patient's mother thought the seizures may have been due to the low battery. No surgical intervention has been reported to date. No additional relevant information has been received to date.